Event description:
A customer contacted baxter's technical service center reporting a connection issue and the home patient (hp) stated that somehow his mini cap came off the transfer set that day and wanted to know if he should set up for therapy. The technical service representative (tsr) advised the hp to call the registered nurse (rn) as soon as possible and see when the rn wanted him to do before starting therapy. The hp understood and would call the rn. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the connection issue with the mini cap. Per the pdn, the home patient (hp) followed up with her and stated that the hp did not tighten the cap as he should have. The pdn stated the hp followed their instructions and is doing fine with therapy on the cycler. No further information was given. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The complaint for a connection issue is a result of use error and is, therefore confirmed. A root cause of use error was identified. A labeling review found the labeling to be adequate for the use/user error identified in this incident.